Event description:
It was reported that the pt rec'd an add'l 100 mcg bolus of drug. The drug used in the pump baclofen 2000 mcg/ml delivered on a complex continuous basis. The pt was to get a single bolus of 100 mcg. The bolus was programmed using single bolus mode with a duration of 2 mins and 32 seconds. Following the bolus delivery the pump was interrogated and found to be in stopped pump mode. Thinking the first bolus was not delivered, a second 100 mcg bolus was programmed and delivered with the pump again reading stopped pump upon interrogation. No pt symptoms were reported. The pt was going to be monitored for several hrs. Add'l info has been requested from the hcp but was not available as of the date of this report.